Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient developed hypoxia on the night of (B)(6) 2017 and worsening acute respiratory distress syndrome (ards) over the next 12 hours. Patient was positive for escherichia coli, developed septic shock followed by multiorgan failure, right heart failure, transient ventricular tachycardia, hypovolemia, bacterial infection, hypo-perfusion, acute renal dysfunction, hepatic, respiratory dysfunction, and died on the evening of (B)(6) 2017. Patient was given vasopressors and continuous renal replacement therapy (dialysis). Site stated device or procedure was not related to this event, but the underlying condition of the patient. No further information provided at this time.